Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report that the tracheal cuff developed a leak during pt use. The caller reported this occurred during a thoracoscopy procedure. Extubation and reintubation of a replacement tube was required.